Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The operator had inadvertently placed the label for sample ID (B)(6) onto the incorrect patient's sample. The patient whose sample should have been labeled with sample ID (B)(6) was pregnant and the other patient whose sample was incorrected labeled with sample ID (B)(6) was not pregnant. The instrument produced the correct result for the patient whose sample was tested and produced the correct result for another sample from the pregnant patient, sample ID (B)(6). The cause of a negative bhcg result being reported for a pregnant patient was the mislabeling of a non-pregnant patient's sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A sample from a pregnant patient was run on a dimension vista 500 instrument with sample ID (B)(6). A reflex test was ordered for the patient, whose sample was then going to be run as sample ID (B)(6). The label containing sample ID (B)(6) was inadvertently placed on a different patient's sample tube and tested for beta human chorionic gonadotropin (bhcg) on this dimension vista 500 instrument (s/n: (B)(4)) and on an alternate dimension vista instrument, resulting negative both times. The negative results were reported to the physician(s) for the patient with sample ID (B)(6), as sample ID (B)(6) should have also corresponded to that patient. There were no adverse health consequences due to the discordant, false negative result as the physician(s) knew the patient was pregnant. Sample ID (B)(6) was repeated and resulted positive. The corrected result was reported to the physician(s). The patient whose sample was incorrectly run with sample ID (B)(6) was not pregnant and therefore the result was not discordant. There are no reports of patient intervention or adverse health consequences due to the mislabeling of the samples.